Manufacturer narrative:
The subject device was returned to olympus medical systems corp(omsc) for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at present. Omsc reviewed the manufacturing history(DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the endoscopic image of the subject device became gray and disappeared during an unspecified therapeutic procedure (first case on (B)(6) 2019). The facility turned on/off the video processor connected to the subject device, and then the endoscopic image was recovered. The facility completed the procedure using the subject device. The facility reported that similar phenomenon occurred on another day (about a week ago from the first case) in the subject device, although the device was connected to a different endoscope system (second case) the subject device was a loaner product from olympus. There was no report of patient injury associated with this report. This is the 1 of 2 reports on the first case.

Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of this device confirmation by omsc, the reported image loss was not duplicated. Also, the device passed leakage testing. However, omsc found that a part of electrical contacts of the video connector were dirty. From the above, there is a possibility that the dirty electrical contacts of the video connector caused an electrical contact failure and the image disappeared, but the exact cause of the reported event could not be conclusively determined.